Event description:
It was reported that an empty 3l eva bag leaked at the connection port. There was no patient involvement. No additional information is available. 2 of 3

Manufacturer narrative:
(B)(4). As the sample was not returned; a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.